Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: calcification. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 500cc mentor smooth round high profile saline breast prosthesis on the right breast and an unspecified menton saline implant on the left side, suffered right breast implant deflation and bilateral dystrophic calcifications, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (right) 650cc mentor smooth round moderate plus profile saline catalog: 3502650, lot: 7701562, sn: (B)(4) and (left) 650cc mentor smooth round moderate plus profile saline, catalog: 3502650, lot: 9371039, sn: (B)(4). This medwatch form is for the left breast prosthesis.